Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed, charge and boot tests were performed and failed due to perpetual rebooting. Functional tests were not performed due to perpetual rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to perpetual rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.